Manufacturer narrative:
The allegation of the partial rails falling resulting in the user sustaining fractured fingers couldn¿t be confirmed, and the underlying cause couldn¿t be determined. Multiple attempts were made to obtain the date/lot code of the rails and what if any treatment was received at the hospital, without success. The rails are awaiting return, and if further information becomes available a follow up will be filed.

Event description:
The reporter stated the left side bed rail will not stay up and keeps falling down. The rail fell and fractured 3 fingers on the customer's hand and they went to the hospital.